Manufacturer narrative:
It was reported that the message "the registration could not be computed. Do you want to perform again the registration or retry by modifying initial points?" Appeared during registration. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data log has been performed and showed that this is not an error, the device works as expected. A communication error, not reported in the complaint description has been identified. The root cause of this communication failure is a known design issue.

Event description:
At approximately 10am, registration resulted with error message the registration could not be computed. Do you want to perform again the registration or retry by modifying initial points. First registration attempt began with difficulty matching six initial points, some of which were behind the skin in the 3d model. Surgeon also noted the presence of lines on the 3d model that may have been a result of improper radiological acquisition parameters. The field service engineer did not notice other difficulties with skin that may have caused this registration issue. Surgeon re-registered successfully.